Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and battery depletion indicated/eri (elective replacement indicator) was observed. There was a measurement system lockup issue. Preliminary analysis revealed an eri condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported that the device reached elective replacement 11 months after implant. If was further reported that the battery and lead impedances were unavailable and the device mode and output settings could not be changed. The device was explanted and replaced. No patient complications have been reported as a result of this event.